Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope and presented to the emergency room unresponsive and was intubated. Upon interrogation in the intensive care unit, the implantable cardioverter defibrillator showed an earlier possible ventricular arrhythmia that was sensed but therapy was not delivered. However, therapy successfully converted the patient¿s rhythm later. Any suggestion that therapy was necessary but not delivered was thought to relate to the patient's hyperkalemic state with the indicated sensing episodes relayed as noise. Programming changes were discussed but none were made per the physician's verbal order.